Manufacturer narrative:
No injury to patient or user. Event occurred during pre surgical check. Procedure carried out with no further abnormalities. Most likely cause of event is user error - not checking that the workstation was turned off before removing cable from inlet. Reported in the abundance of caution.

Event description:
Before inspection, spark occurred from inlet. (B)(4) olympus added by (B)(4). This event judged non-pae at first. However we re-judged this event is pae since a spark occurred.

Manufacturer narrative:
Investigation completed on information provided. Cable not returned for evaluation. The primary causes for spark occurring from inlet have been identified as ¿moving the workstation whilst plugged in¿, ¿running over the plug with the workstation¿ and ¿ clinical staff treading on the mains lead or tripping on the mains lead¿. A clear instruction to the customer exists in the IFU whose purpose is to mitigate these primary causes. Consequently the root cause of this failure is the user disregarding this instruction to the customer in the IFU requiring them to regularly inspect the mains plug and lead and to replace the mains lead at the first sign of damage to connector or lead. If ignored this can lead to the failure of the mains connector as described in this event.